Event description:
Caller reported difficulty with the pump's quick bolus/wake button, requiring multiple presses to activate the screen. The customer's blood glucose level was 51 mg/dl due to this issue, which they addressed by consuming carbohydrates, without requiring third-party assistance. Technical support guided the caller on how to press the button correctly and decided to send a new replacement pump. The customer will use multiple daily injections as backup therapy, and instructions were provided to return the faulty pump.

Event description:
Caller reported difficulty with the pump's quick bolus/wake button, requiring multiple presses to activate the screen. There was no reported adverse impact to the customer. Ultimately, the customer reverted to an alternate method of insulin therapy.